Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The moderately tortuous and moderately calcified target lesion was located in the superficial femoral artery. A 6.00mm/2.0cm /135cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured below rated burst pressure. The procedure was completed using a another of the same device. No patient complications were reported.